Manufacturer narrative:
Na

Event description:
During an ablation procedure with using the mobicath sheath, a drop of blood pressure was confirmed by echocardiogram right before the lpv isolation was finished and the effusion was observed by the body surface echo. Pericardial drainage was conducted. The blood pressure was recovered adn the procedure was finished when the lpv isolation was conducted. The patient had difficulty in speech just after the procedure but the condition was stable and there was not any problem with it. The physician commented that puncturing was conducted on the la correctly by the blood color but he did not when he punctured. It was unknown when tamponade occurred by there was a possibility that the competitor's ablation catheter might have caused the tamponade. The procedure was completed without patient consequence.